Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in a laparoscopic right hemicolectomy procedure, the device could not fire after clamping the tissue. When checking the cartridge, the cartridge seemed to have pre-fired. The procedure was completed with another device.